Event description:
Information received that the patient had a consult and battery life was good and impedance was 1800-2800 ohms. After consult the physician notes that the increase is probably related to low battery. The increase is back to pre-vns baseline.

Event description:
It was reported that the patient is having an increase in seizures. The patient reported that she hasn't been able to feel stimulation in a few months and she is having increased seizures. Now having 8-12 seizures a day. No additional relevant information has been received to date.

Event description:
Patient had battery replacement surgery. The product will not be requested back as the analysis for the model generator will not add value to the investigation.

Manufacturer narrative:
H3. Code 81 - device return and evaluation will not add value to this investigation as the root cause is known.